Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte-n autoguard yel 24ga x .56in catheter frayed. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported by the health professional two ivs frayed during the stick.

Event description:
It was reported that insyte-n autoguard yel 24ga x .56in catheter frayed. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported by the health professional two ivs frayed during the stick.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.